Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated high-sensitivity troponin I (tnih) results were obtained on two patient samples on the atellica im 1300 analyzer. The quality control (qc) was in range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse observed a clogged secondary vacuum line. The cse removed clog and adjusted the secondary vacuum pressure. The cse ran an auto-check test, which passed. Then, the cse ran qcs, which recovered acceptably. The cause of the falsely elevated tnih is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely elevated high-sensitivity troponin I (tnih) results were obtained on two patient samples on the atellica im 1300 analyzer. The erroneous results were reported to the physician(s), who questioned the results. The samples were repeated on both the original and alternate atellica im 1300 instruments. The repeat results recovered lower than the erroneous results and were considered correct. The repeat results obtained on the alternate instrument were reported as correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00342 on 28-dec-2023 and the first supplemental MDR 2432235-2023-00342_s1 on 29-feb-2024. Additional information (25-jul-2024): upon further investigation, siemens determined some areas of the vacuum sub-system can potentially become occluded during normal operation and the analyzer will fail autocheck for vacuum errors when the blockage is present. If the vacuum pressure goes too high or too low, the analyzer will cancel all tests. The investigation conclusion code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00342 on 28-dec-2023. Additional information (07-feb-2024): siemens reviewed the instrument data and determined that there were vacuum signatures that potentially corresponded with a system blockage at the time of the falsely elevated results. Siemens also reviewed the primary and secondary vacuum pressures at the time of the event and determined that they were elevated, with minimal fluctuations at the time of the event. Siemens determined that when the vacuum pressure is significantly restricted, inadequate washing may occur, which potentially contributed to the falsely elevated troponin I (tnih) results.